Event description:
A jagtome sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (gender, age, weight unknown). According to the complainant, upon opening the package, the tip was noted to be damaged which resulted with a cut inside the patient during the procedure. There is no information as to the method of treatment for the cut. The procedure was completed with another of the same device, and there were no further complications reported with this event.

Manufacturer narrative:
A device evaluation was not performed as the product was disposed. A review of the device history record revealed no anomalies related to this issue.